Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report.

Event description:
It was reported that suture placement in a calcified common femoral artery was attempted with proglide devices, using a pre-close technique, via a 7f sheath prior to an endovascular aneurysm repair (evar) procedure. The suture of one proglide device was successfully preplaced. Reportedly, a cuff miss occurred with the next proglide device. The sutures of an additional proglide device were successfully preplaced. The sheath was upsized to 20f and the evar procedure was completed. The knot of one proglide device was successfully tightened. During knot tightening of other proglide device the suture came out of the patient anatomy. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: device evaluated by MFR - it was initially reported that the device would not be returned for analysis. Subsequent information revealed that the device was returned. Removed method code 4115. Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss was confirmed as a suture retrieval issue based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related procedure circumstance due to excessive force during needle deployment. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.